Event description:
The following has been reported: at the beginning of infusion procedure, on the device screen the following error message was displayed: "98-0004 unexpected reset". Error 98 is identified in the technical manual as a defective reset circuit. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.